Manufacturer narrative:
Describe event or problem description replaced.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources which resulted in the battery fully depleting and the pump shutting down. The customer was able to charge the pump using a pc. The customer¿s blood glucose was 240 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy. Cts sent customer replacement wall adapter and usb cable. Upon follow up, customer reported that replacement wall adapter and usb cable resolved the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources which resulted in the battery fully depleting and the pump shutting down. The customer was able to charge the pump using a pc. The customer¿s blood glucose was 240 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy. Cts sent customer replacement wall adapter and usb cable. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.